Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other 2 proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, one proglide was successfully pre-placed; however, with the next three devices attempted, the suture did not catch the vessel wall; when the device was removed, the suture with the formed knot and the loop was still attached. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the 2 pre-placed proglide sutures. Additionally, two proglides were used to close the right common femoral artery without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be confirmed due to components not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: resistance was noted during removal of the third device, however, no vessel damage was noted. No additional information was provided.